Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin therapy. Reportedly, the customer used pump supplies over 72 hours and was educated by tandem customer support that is off label pump use.